Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device was not able to deliver shock. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the remote engineer was not able to duplicate the reported issue, performed a successful operations check, and the device was successfully returned to service.